Event description:
The device was used during an unk procedure. It was reported by the rep. Failed to fire. There was no consequence to the pt. The black insulation sleeve slipped approximately 1 cm down the shaft.

Manufacturer narrative:
A1,2,3,4;b3,6,7;d10: contacted facility, information not provided. D5,6;h4: information not available, device not returned for analysis. H6; evaluation code #400(other): damaged firing mechanism.